Manufacturer narrative:
(B)(4). Product not returned for evaluation. Product was discarded by customer. Most likely underlying root cause: mlc-61- improper use / mishandled by end user customer bought another box and no incident similar happens note: manufacturer contacted customer in a follow-up call to ensure that the initial concern was resolved - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for needle breaking off during injection. Customer states she is not sure if the needle fell on the floor or went into her abdomen. Customer has no symptoms or pain at the time. Customer states she went into the emergency room and the doctor could not find a needle inside of her. Customer states happens a few weeks ago but did not specify date. Customer states the doctor told her there is a possibility her insulin is being absorbed into her fatty tissue. Customer states doctor told her if a need is lodged into her abdomen it may cause an issue or possible leave out. Customer didn't had any issues at the time of the call. Customer states they checked for the needle and no treatment was administered as they did not find anything. No complications or symptoms reported at the time of the call which occurs a few weeks after thr event. Customer states she discarded the box of pen needles (8mm 31g). Not lot number provided.